Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturing representative (rep) that the patient¿s old implantable neurostimulator (ins) was being replaced with a new one. Her leads would not feed all the way into the header mainly 0-7 however impedances were off on 8-15 as well even though 8-15 fed in fine. We hooked leads to a wireless external neurostimulator (wens) and the impedances were all good. The ended up opening a new ins and implanted that. They still struggled getting the leads in but managed to recover all electrodes but 4-7 and 14/15 - those were red and not useable. Programmed patient post op and she still has the same coverage as she had prior to replacement. The ins will be sent for analysis. The issue is not resolved. The patient is alive with no injury.